Event description:
It was reported that the patient presented asymptomatic to the clinic after receiving inappropriate hv therapy, due to oversensing on the ventricular lead. Programming around the oversensing was impossible, because the r-waves were dropping below the t-waves. The lead was capped and replaced.

Manufacturer narrative:
Na